Event description:
(B)(6) 2016: rsa for rotator cuff tear. (B)(6) 2017: suspicion of an infection. (B)(6) 2017: suspicion of suppurative arthritis. All the implants were removed and the surgeon performed debridement and filled the site with a cement containing antibiotics. As the patient has had an infection before, they had done thorough tests and administered medicines to the patient prior to the operation. They think that the patient was a carrier of infection and got the infection. No devices will be returned.

Manufacturer narrative:
On november 10st, 2020 stryker trauma and extremities acquired tornier (B)(4). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Additional devices listed in this report: cat: dwb991; aequalis reversed adaptor ø36 mm; serial # (B)(4). Cat: dwd054; aequalis reversed adaptor metaphysis union screw; serial # (B)(4). Cat: dwe050; aequalis reversed cementless humeral stem 12x100mm, hap coated; serial # (B)(4) (same patient refer to MDR# 3000931034-2021-00067). Cat: dwe001; aequalis reversed 36mm cementless metaphysis; serial # (B)(4) (same patient refer to MDR# 3000931034-2021-00067). Cat: dwb251; aequalis humeral head 50x19; serial # (B)(4). A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. Infection can be related to several reasons: a previous surgery, a sub-acromial dead space, a poor sterile technique, more fragile patients or younger male patients who have a greater risk. After checking the sterile md release sheets of the complaint parts, no issue has been reported. All concerned results were compliant. No other complaint has been reported since today regarding infections with parts of the same lots implanted and regarding the traceability history of the lots. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.